Event description:
Procedure: CT guided intra-abdominal catheter placementproblem: 2 cm distal end of catheter broke off in patient's abdominal fascia during repositioning. Catheter was very brittle and broke off at side hole. No abnormal procedure was done; catheter should not have broken.